Event description:
It was reported that prior to use with the 3.5 x 12 mm xience xpedition stent delivery system (sds), it was observed that the shaft was separated. There was no resistance noted during removal of the protective sheath. There was no patient involvement and no clinically significant delay in the procedure. It was not specified what device was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.